Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced a battery issue was confirmed by baxter personnel in the pump's event history. This condition was caused by depleted main batteries. This condition was resolved onsite at the facility by a baxter field service technician by replacing the main batteries and battery harness. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.63.92. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. Review of the device event history determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The software version of this device is unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. This device was not returned to baxter for evaluation, however, a baxter field service technician repaired this device at the customer site. Device evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.